Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device depleted in 6 weeks. The device had fairly normal parameters of use. High impedances were initially reported. The device had the eri message. Further info included low out of range impedance values. There were no falls or incidents. The pt planned on having the device replaced, but nothing was scheduled as of the date of this report.